Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an 8mmx40mm precise pro rx nitinol stent system was difficult to pass over the guidewire, the stent dislodged when entering the catheter, and withdrawal from the guidewire was also difficult during a carotid artery stent implantation procedure. There was no reported patient injury. The user was trained on the device. The device was stored and prepared according to the instructions for use (IFU) and was not damaged prior to use. The intended lesion was internal carotid artery c1 segment stenosis. The target vessel was calcified with 80% stenosis. The stent delivery system was advanced past the lesion and withdrawn back into the lesion prior to deployment, and the inner shaft position was maintained during deployment. No excessive force was applied, there was no indication of partial stent deployment, and there was no difficulty removing the delivery system from the patient. No attempt was made to deploy the stent outside the patient. A non-cordis stent was used as a replacement device. The guidewire did not cross the lesion without difficulty, and a non-cordis guidewire was used when resistance was encountered. Post pre-dilation stenosis was 65%. The unconstrained stent diameter was 1 mm larger than the vessel diameter. The target lesion vessel length was 40 mm. The lesion had moderate calcification and moderate vessel tortuosity. The device was not used to treat a chronic total occlusion (cto) and did not pass through a previously placed stent. The device will be returned for evaluation.